Event description:
It was reported that during a spinal surgery the attachment device was "13 degrees off of alignment from the hand control and made the device difficult to use". According to the reporter, because the device is out of alignment, it was ¿uncomfortable to use¿. There was a five minute delay to the planned surgical procedure. A spare identical device was available for use. The reporter stated that all other straight attachment devices aligned correctly. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.